Event description:
Two sets of secondary tubing (list no. 14230-28) returned to pharmacy. Note on bag reads "defective tubing - leaks like a garden hose." Tubing was attached to a bag of rituxan, but no pt involvement. Package from tubing not kept and bin empty. Lot number from replacement stock provided. Unable to determine if this was the same lot number.